Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia, on (B)(6) 2019 with blood glucose level was 23 mg/dl at the time of incident and current blood glucose value was 118 mg/dl and treated with food and intravenous of glucose at hospital. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap appears normal. Customer did not allege insulin pump was over delivering. Customer reports insulin type selected in insulin pump was correct. Customer reports programming was accurate. Customer reports insulin pump was not worn during a medical procedure or test around magnetic resonance image. The device will not be returned for analysis.